Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown biomet screw for evaluation. Visual evaluation was performed, fracture screw identified at threads inside an abutment/crown. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the threads. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported fracture of abutment screw at tooth site 16. The fractured screw part could be removed from implant without any complications. Screw was placed in 2014 and removed on (B)(6) 2024.

Manufacturer narrative:
Zimvie complaint number: (B)(4).